Event description:
A caller reported a high readings issue with the adc device after 7 days of wear. Customer received higher readings on their adc device scan versus readings obtained on a competitor brand meter. The customer hypoglycemia symptom with a loss of consciousness and seizures and was unable to self-treat. It was reported that an ambulance presented to the customer home. The healthcare professional diagnosed customer with hypoglycemia and administered unspecified intravenous treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. Sensor kit expiration date is 28-feb-23. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.